Event description:
Customer reported a malfunction alarm with an accompanying malfunction code and fault ID on their pump, which persisted despite attempts to reset it. There was no adverse impact to the customer¿s blood glucose level, as their level did not exceed 500 mg/dl. To resolve the issue, customer technical support assisted in resetting the pump initially and then decided to send a replacement pump with updated software. The customer was instructed on using a backup insulin pump to maintain insulin delivery, placing the old pump in storage mode before returning it, and using a pre-paid label for the return within 10 days.